Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure involving a hysterectomy with fixation of the vaginal walls to promontory; 2 strips + blue graphs, exclusion of douglas and burch, on (B)(6) 2002 and a mesh was implanted. It was reported that in 2003 there was a vaginal bottom erosion and rectocele. It was reported that the exposure of vaginal bottom was due to a syndrome of distal obstruction, rectocele, and exposure of material at the level of the vaginal bottom responsible of dyspareunia; resection of the rectum by means of trans-anal with burial of vaginally exposed material.